Manufacturer narrative:
Patient's date of birth and weight was not provided for reporting. Additional device product codes: mni, nkb, kwp, and kwq. Device history records review was completed for part# 498.990, lot# 8957971. Manufacturing location: (B)(4), release to warehouse date: apr 30, 2014. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The implant was received with the reported condition of ¿visual stripped/worn/twisted/cross threaded¿ the following investigation flow was performed: damage: visual (appearance not as expected): it was visually observed there is damage on the top of the proximal end of the screw and the top four proximal threads showings signs of rolling. The wear on the device indicates it was implanted and subsequently removed. The complaint condition is confirmed and the received condition agrees with the complaint description. Dimensional inspection was not performed due to post manufacture damage. A device history review, was performed for the returned implant¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a lumbar arthrodesis procedure on (B)(6) 2018 to remove the 6.2mm preassembled clickx pedicle screw due to the release of the 3d head of the screw. During the revision surgery, upon removal of the click x screw, the thread of titanium click 'x pre-assembled pedicle screw became loose, making it impossible to remove it with the proper key of the material. It was necessary to aligate pressure for its withdrawal. It is unknown if there was surgical delay. Patient outcome is unknown. This (B)(4) captures the intra-operative event occurred during revision surgery, while the post-operative event that required revision surgery for removal of the loose 3d head of click x screw is captured under (B)(4). This report is for one (1) 6.2mm ti click'x® pedicle scr preassembled 50mm thrd length. This is report 1 of 1 for (B)(4).